Manufacturer narrative:
Other text: returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed, the h-2 pressure gauge needle indicator reach up to 180mmgh, which is out of tolerance. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical fluid warmer's pressure chambers would not pressurize. The h-1200 tower itself seems to be working properly. No injury or intervention. There were no reported adverse events.